Event description:
It was reported that the patient presented after an implant procedure. During the testing of the left ventricular lead threshold, it was noted that the implantable cardioverter defibrillator would not pace asynchronously (voo mode) for testing. There was concern that there was a bug in the software. It was speculated that since the atrial port was plugged, the device was prohibited from using the voo mode in the test screen, but it was not confirmed. The threshold test was able to be completed in vvi mode. There were no consequences to the patient.

Manufacturer narrative:
The complaint of voo not being available as a pacing mode for ventricular capture tests while atrial lead type is set to plugged was confirmed. Investigation confirmed that this behavior is not consistent with expected programmer software behavior. The observed behavior appears to be a software anomaly.